Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Two instruments were partially applied with two remaining clips. The other instrument had six remaining clips. Visual inspection noted that on two of the instruments, the collar under the shaft cover was bent and the jaws were misaligned. During functional evaluation of these instruments, the handle was cycled, and on one instrument the clip scissored while on the other the clip was unformed. On the third instrument, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components and revealed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. Due to the damage to all devices, further functional testing of these instruments was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of bent collar may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. Replication of the broken firing linkage condition may occur under the following conditions: when the firing handle has not been allowed to fully return to the home position after forming a previous clip. A single continuous handle compression is one of two firing methods described in the information booklet which accompanies each product shipment, if the handle is compressed at an accelerated rate, clips do not have enough time to enter the jaws and the instrument will lock preventing the jaws from closing without a clip. The instruction for use (IFU) warns to confirm that the clip is positioned within the jaws and is free of other clips or obstructions before squeezing the handle top close the clip. However, rather than forceful compression of the firing handle under these circumstances, if the firing handle is fully released by relieving hand pressure, the interlock feature will disengage, the next clip will load, and the clip can be applied. Furthermore; if an attempt is made to forcibly fire the instrument while engaged in interlock after all the clips has been fired, the lugs are designed to break as noted. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping vessels during a laparoscopic low anterior resection, the surgeon was able to squeeze the handle and jaws were able to close but the device got stuck in between. They used another device that worked properly. There was no patient injury.